Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no issues duplicated. No issues related to the alleged event were observed in the pump's black box. Unrelated to the initial allegation, the battery compartment was cracked. There was an additional crack in a corner near the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue-rewind step will not stop) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.